Manufacturer narrative:
One cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found with damaged lens and downstream occlusion sensor slightly bubbled. Event history log review was performed and found evidence of reported problem. Visual inspection, sensor test and functional testing were performed. The customer's reported problem was confirmed. According to the investigation the pump dso sensor was slightly contaminated and stuck at max value which caused the reported problem. Service replaced the pump dso sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "cassette not attached" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.